Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, fa found the unit had no significant scratches or dents and the bezel in decent condition. The iesu unit was placed on a golden system and run in normal mode and found c-34 error occurred during start-up and monopolar coagulation activation. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of monopolar energy issues is attributed to errors such as c-34 and c-92 pointing to a faulty electrical component inside the erbe generator. These errors indicate a lower voltage and lower current than expected during energy activation and current related faults. .

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure there was an error with the erbe generator. There was an attempt to power cycle the system and disconnected the external cables with no change. The error was still persistent, and monopolar energy was not available. The caller had another vision tower that was not in use at the time of the call. The vision tower was brought into the room, the system was powered off, and the tower from sl0263 was connected. The surgeon resumed the procedure. Intuitive surgical, inc. (Isi) obtained the following information from robotics coordinator: the procedure was completed by switching the vision tower. There was no injury to the patient. The system functionality was checked upon powering on the system. The system powered on without errors, but the situation was with the erbe generator.